Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Units received: one unit was received for evaluation; the returned unit was received decontaminated and inside a plastic without its original package. Visual inspection results: it is observed the needle bent. The complaint is confirmed. Replication of the failure mode: a needle gripper was bent and tested using fixture t98-5494 to proof if the foam assembly could be performed with bent needle condition. Results: the bent samples could not fix in the t98-5494 cavities to perform the foam assembly. The most probable cause was traced to the user manipulation of the device, is that the product became damaged during use since the units cannot bet inserted in fixture t98-5177 if needle is bent. No corrective actions are required since it?s unlikely that needle was bent during the manufacturing process.

Event description:
Information received a smiths medical implantable ports/deltec gripper plus needles malfunctioned. The report indicated during accessing port for chemo treatment the device flushed well prior to insertion. Upon insertion loud "click" heard and needle bent to approx. 45 degrees. Device immediately removed and reported was in intact. Port re-accessed with another gripper and had no issue. No adverse patient events.